Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a row board failed and no lights in half height cubie drawer. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex a.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device experienced a failure in the row board. The field service engineer (fse) found row b in drawer 3.2 was not detected on the station. Inspection revealed that the row board was not communicating. A reset attempt did not resolve the issue, so the row board was replaced. The repair was tested using the hard testing application, and all tests passed successfully. The customer recovered the drawer and removed one defective cubie, which was sent back to the pharmacy. Additionally, the network speed was adjusted to 100 half-duplex to reduce biometric identifier login lag, and the station was upgraded. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a row board failed and no lights in half height cubie drawer. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.